Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a failure of the single board computer, located on the system pcb assembly. This failure of the single board computer on the system pcb assembly would intermittently cause the device not to complete a boot cycle.